Manufacturer narrative:
Concomitant medical products: 1688tc lead, implanted: (B)(6) 2010, 4196 lead, implanted: (B)(6) 2010. Product event summary : the lead was initially not returned for analysis, however, performance data collected from the device was re ceived and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. The distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and inappropriate shocks due to a right ventricular lead fracture. The pacing impedance was high and greater than 3000 ohms, which triggered an alert. The lead was also oversensing noise and had non-physiologic oversensing. Detections were programmed off, and then the lead was explanted and replaced. It was also reported that the device had premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.